Event description:
Patient spontaneously reporting device malfunction pump is alarming with no visible error on screen. Patient replaced batteries and tried to trouble shoot for approximately 1 week before calling the pharmacy. Sn (B)(4). Pharmacy will replace pump urgently. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.